Event description:
[Henry schein syringe luer lock with safety needle; 3ml/23g 1 inch needle; lot: 01911003, exp: 11/6/2024] use for covid-19 under emergency use authorization (eua): when pushing plunger with minimal force, the syringe popped off of the needle and fluid was expelled. This happened on 2 different occasions on the same day with same product. FDA safety report ID# (B)(4).